Event description:
Customer reported the defibrillator did not display an electrocardiogram signal after being connected to pt for monitoring purposes only. No adverse pt outcome. Service representative unable to duplicate reported condition. Proper operation of device confirmed.